Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that while the customer was entering her grams to deliver a bolus, the numbers on the insulin pump started scrolling out of control. Customer removed the battery and tried the sequence again but the same thing occurred. Customer's blood glucose was 196 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.